Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device experienced an interface issue, communication failure and not showing the patient profiles. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue has since been resolved; it was likely caused by a temporary network outage and no further investigation required for this device. The system functioned as intended after the issue was resolved.